Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed that blood and contrast were visible throughout the distal lumen. A pinhole was confirmed on the balloon wall located on the distal end parallel with the proximal edge of the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. No evidence of any material or manufacturing deficiencies that could have contributed to this complaint was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 100% stenosed lesion was located in the severely calcified and moderately tortuous left circumflex artery. The physician advanced the 20mm x 2.0mm maverick 2 monorail balloon catheter to predilate the lesion. The maverick balloon was inflated twice to 12 atms and when it was inflated once to 8 atms, the balloon ruptured. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 100% stenosed lesion was located in the severely calcified and moderately tortuous left circumflex artery. The physician advanced the 20mm x 2.0mm maverick 2 monorail balloon catheter to predilate the lesion. The maverick balloon was inflated twice to 12 atms and when it was inflated once to 8 atms, the balloon ruptured. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is good.